Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Touch screen test ¿ failed. When powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2351 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Voltage verification check ¿ passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the edges from the rear panel. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed, and the cause was determined to be a short on the transformer of the inverter board.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler had a display brightness problem. The issue has occurred for the past week. The patient (pt) was unable to check the brightness since his screen is blank. The pt stated that the screen is currently blank, but for the past week he has noticed that, at times, the screen will go dim then brighten up again and also start to flicker. Another issue was a distorted screen. The screen would flicker. The issue has occurred for the past week. The cycler was securely plugged into the wall outlet. The fresenius technical support representative issued a replacement cycler and advised to discontinue the use of the current cycler. The estimated time of arrival is 11/25 and the scheduled pick up date is 11/28. Upon a written follow up response from the clinic, it was confirmed that no patient adverse effects were experienced, and no medical intervention was required. The patient was unable to complete treatment on the reported day. The nurse stated that he only missed that day of treatment and did not perform manuals. The replacement cycler was received the following day and was able to resume treatment. The old cycler was returned as scheduled. The cycler was replaced. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.